Event description:
It was reported that when the patient presented in hospital for ear infection, the device was found to be in back-up vvi mode upon interrogation. External noise was also noted on the ventricular egm. The reset was cleared through successful device download. The device remains implanted.